Event description:
Leads severed. Discovered during a battery replacement case. Dr (B)(6) went in for what we thought was a routine battery change. However once he opened the pocket he discovered that the leads were completely severed....we assume from a previous unrelated operation. The patient was only consented for a battery change so, dr (B)(6) removed the dead battery and closed her pocket. He is moving to (B)(6), oh next week so he will refer the patient to another surgeon in the area.